Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
The pt had been experiencing erratic blood glucose levels for the past 2 weeks ranging from 29-400 mg/dl but denied seeking medical attention. On (B)(6) 2011 night, the pt's bg was 260 mg/dl. When he woke up on (B)(6) 2011 morning, his bg was 29 mg/dl. The pt self treated with glucose tablets and breakfast, which brought his bg back up to 152 mg/dl. He felt that his low bg was a result of the pump over delivering insulin. The pt also mentioned a 44 mg/dl result that he obtained approx 2 weeks ago. He self-treated with glucose tablets on his own and his bg went up to 400 mg/dl. His bg reportedly went down for a day or so after he changed the infusion set but then claimed his bg elevated back up to the 250's mg/dl. Troubleshooting confirmed the pump settings were correct and the pump was delivering as programmed. The pt denied issues with the infusion site/set and the insulin was in good condition. The animas customer service rep (csr) determined there was no indication that the pump malfunctioned. The pt was also advised to consult with their hcp for possible adjustments to overnight insulin settings and for recommendations on infusion site rotations. However, this complaint is still being reported because the pt reportedly became hypoglycemic (29 mg/dl) and had to administer self-treatment.